Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled guide wire was able to be confirmed by the photos. One provided photo shows a guide wire that shows evidence of unravelling. However, a complete visual inspection could not be performed as no sample was returned for analysis. Therefore, the root cause could not be determined from the available information. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: guidewire broke additional information: the guidewire unravelled but did not separate. Another device was used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: guidewire broke additional information: the guidewire unravelled but did not separate. Another device was used.